Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the heartmate touch tablet not turning on was confirmed. During testing of the returned heartmate touch tablet (serial number: (B)(6) ), the screen did not turn on as expected when pressing the home or power buttons on the tablet. The tablet screen would intermittently turn on and display the expected images; however, this display was transient and the tablet screen would return to a black screen with no display. When the screen did turn on, it was noted that the tablet had a charge level of 96%. The screen did not remain on long enough to perform additional testing. Multiple forced restarts were attempted during testing; however, the issue did not resolve. The returned wireless adapter (serial number: (B)(6) was functionally tested with a test heartmate touch tablet on a mock circulatory loop and was found to operate as intended during analysis. The adapter was connected to the heartmate touch app several times without issue. The returned flash drive was also tested with a test heartmate touch tablet and operated without issue. Heartmate 3 instructions for use (IFU), rev. B, chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide, rev. B, explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use and how to turn on the tablet. The user is instructed to fully charge the heartmate touch tablet or plug in the power cable during set-up. These documents also inform the user to contact abbott for assistance, questions, or concerns. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that heartmate touch (hmt) will not turn on. It has been working up until (B)(6) 2023. They stated it was always plugged in when not in use and once, on (B)(6) 2023, the ventricular assist device (vad) team was able to turn it on, the hmt was found to have 100% charge. It was taken into the clinic to interrogate a patient's vad, but when it was plugged in the wireless adapter, the hmt began to 'glitch', the wireless adapter flickered, and the screen eventually went black, after which it was unable to be turned on. A clinical specialist attempted to troubleshoot the hmt and they were unable to turn it on.